Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the suture sleeve separated at the suture point. No further information is available.